Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the severely calcified proximal left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, the rotation speed had dropped approximately 40, 000 when exiting the guide. Ablation was continued, but separation occurred. The detached fragment was removed from the patients body using a guide extension. The procedure was completed using another of the same device. No patient complications were reported.